Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) associated with the right ventricular lead. Additionally, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the criteria for the right ventricular lead integrity alert were met. The analyst noted that there were 13 nst episodes with v-v intervals <(><<)>220ms from (B)(6) 2016. Additionally, there were 237 v-sics since (B)(6) 2016, and the rv pacing impedance was steady at approximately 430 ohms through (B)(6) 2016, before spiking to 874 ohms on (B)(6) 2016. Additionally, the lead failure predictor triggered on (B)(6) 2016 for the lead impedance and v-sics.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic) and non-sustained tachycardia episodes with noise due to a lead fracture. The lead was initially reprogrammed. The helix was unable to be retracted during the replacement procedure. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the capped rv lead was later removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.